Event description:
Pt with a history of paroxysmal atrial fibrillation and permanent pacemaker implantation. Pt was recently evaluated in their physician's office where their pacemaker was interrogated. The ventricular lead was showing very high thresholds and pulse generator replacement was recommended. They were admitted to the hosp for replacement of a pulse generator and placement of a new ventricular lead. In the cardiac catherization lab, the pacemaker generator was removed and the leads were tested. The atrial lead had excellent thresholds. However, the ventricular lead had very high thresholds. Attempts to reposition the ventricular lead were unsuccessful. The lead was partially cut and attempted to be capped, however, the lead was lost before it could be successfully capped below the subcutaneous tissue. A new ventricular lead was positioned at the apex of the right ventricle and good thresholds were obtained. A new generator was connected to the leads, placed in the pocket and sutured into place.